Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to dislocation was performed.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to dislocation was performed.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. Risk assessment has been updated: risk management file documents the estimated residual risk associated with the reported event. After discussion and escalation of use of product, against contraindication as documented in the IFU, for hazard of user error: unsuitable implants used, or non-use of associated implants has been indicated by development for use. Dissociation, leading to revision is documented as a potential outcome with a severity of 3 - moderate. This is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. The reported outcome of this complaint is therefore in line with this assessment of severity. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to dislocation was performed.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h6, h10. Summary: as the product has not been received, the investigation was limited to the information provided. Four radiographs were provided with (B)(4): one mediolateral, two anteroposterior and one sunrise radiograph, taken on an unknown date before revision. Immediate post-surgery radiographs were not provided and are required for the assessment of the initial fit and positioning of components. On the mediolateral radiograph, the metal components appear to be in contact and the polyethylene bearing is visible in the supra-patellar joint space, thus confirming the reported dislocation of the polyethylene bearing. A large particle is also visible within the posterior joint space, which could be a detached osteophyte, bone cement or the fabella. On the two anteroposterior radiographs, the cement mantle below the tibial tray appears uneven. A large osteophyte or bony growth appears to be protruding from the medial side of the femur, which may be the same large particle observed on the mediolateral radiograph, or may correspond with what reported in the revision surgical notes as regrowth of bony tissue in the cleared-away segment anterior to the femoral component, which was removed. Based on the information provided, the revised oxford meniscal bearing was in service for approximately 8 months before it dislocated and was revised. The provided medical and surgical notes inform that the patient was playing with his grandson on playground equipment when he hyperflexed and twisted his knee. In addition, the medical notes also informed that the patient had an old medial collateral ligament (mcl) injury and was therefore aware of his higher risk of bearing dislocation. Additional soft tissue damage was observed during revision, namely he had torn some additional fibers of his medial collateral ligament and the anterior cruciate ligament. The original 5 mm polyethylene bearing was revised to a 6 mm bearing, which was reported to fit quite snug. The manufacturing history records (mhrs) of the dislocated oxford bearing and associated components have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. The instructions for use document included with the dislocated polyethylene bearing provided the following information: contraindications: -insufficiency of the collateral, anterior or posterior cruciate ligaments which would preclude stability of the device. Warnings: -patients should be warned of the impact of excessive loading that can result if the patient is involved in an occupation that includes substantial walking, running, lifting, or excessive muscle loading due to weight that place extreme demands on the knee and can result in device failure or dislocation. Precautions: biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals they cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear. Possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Based on the available information, the reported polyethylene bearing dislocation can be ascribed to the patient accident at the playground and his history of medial collateral ligament injury. Other contributing factors cannot be discussed without provision of post-primary radiographs or examination of the revised component. We have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 159556. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the complaint details report a dislocation 9 months post initial surgery. X-rays supplied have been evaluated and conclude based on the available information, the reported polyethylene bearing dislocation can be ascribed to the patient accident at the playground and his history of medial collateral ligament injury. Other contributing factors cannot be discussed without provision of post-primary radiographs or examination of the revised component. The reported outcome of this complaint is in line with this assessment of severity. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.